Manufacturer narrative:
Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent. It was reported that the onyx balloon catheter "decreased" during the procedure. The procedure was completed using a non-mdt stent. The patient reported as feeling very well.

Manufacturer narrative:
Additional information: the physician was attempting to use the resolute onyx stent to treat a calcified mid rca lesion. No damage was noted to the device packaging and no issues removing the device. The device was inspected with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Despite pre-dilation, the physician was unable to advance the onyx stent. Strong resistance was encountered when advancing the device and excessive force was used. When attempting to withdraw the device, the physician noted that the stent began to slip off the delivery system balloon. The physician pulled back the whole system, stent with the balloon and guiding wire in to the guide catheter and tried to withdraw the guide catheter from the patient. The stent reportedly slipped off the balloon and remains in the radial artery which was reported as very tortuous. It was reported that there was no issues with the resolute onyx balloon and the balloon was not inflated. The stent was not removed from the radial artery. The pulse on the artery was reported as proper with no signs of ischemia of the hand. A vascular surgeon was consulted about it. The patient is reported as feeling well. Evaluation summary: the hypotube of the device had several kinks. Analysis confirmed stent was not present on the balloon and did not return for analysis. The balloon folds were partially expanded. Crimp impressions were visible on the exposed balloon surface. Inner lumen patency was verified with a 0.015 inch mandrel loaded through the guidewire entry port and advanced proximally. There was deformation to the distal tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.